Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2015-15073. It was reported the patient experienced pain in his sacral area. Surgical intervention was undertaken on (B)(6) 2015 and the model 3286 lead and model 1192 anchor appeared to be shallow. The physician buried the anchor deeper and postoperative, the patient was no longer experiencing any discomfort to his sacral area.